Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional initially reported right side no complaint against the device. The device has been explanted. Later, deflation was confirmed.

Event description:
Upon further review, physician's office reported right side implant was deflated by physician and there was no actual deflation. There are no reportable events on the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2 b5 h6. This record is no longer reportable to the FDA and will be un-reported.